Manufacturer narrative:
Date of event is estimated. The UDI is not provided as the device was manufactured prior to the requirement. Attempts were made to obtain complete event and patient information. Additional information was not provided. A system replacement due to ineffective therapy was reported to abbott. The patient's scs was initially giving them effective therapy, but therapy decreased over time. Reprogramming and troubleshooting were not successful, no lead migration or fractures were reported, and the patient denied any trauma. The scs system was explanted and replaced with a drg system, and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2021-00102. It was reported that the patient had ineffective therapy from their scs system. The patient's condition worsened and the system became ineffective over time. X-rays were taken which did not identify any device fracture or migration. In turn, the patient underwent surgical intervention to replace their scs system with a dorsal root ganglion system to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.